Event description:
It has been reported to philips that the system would not start. The device was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and the hard disk which returned the system to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting due to an issue with the system's flexvision pc. The fse replaced the flexvision pc and hdd (hard disk drive) and the system was returned to use in good working order. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. This was the cause for the reported start up issue. The codes were updated based on the investigation outcome.